Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt experienced endoleaks (type not specified) 6 years and 2 months after the initial implant. Another MFR's stent grafts were implanted for treatment of the endoleaks where the aortic extender component was implanted first and intra-operative imaging showed good placement and seal. Two iliac extenders were placed and intra-operative imaging showed the iliac extender components looked well placed with good seal, but revealed the aortic extender component had moved proximally and covered both renal arteries. The physician chose to surgically open the pt and remove the aortic extender component. The aneurx stent graft was left in place, it had good seal both proximally and distally. The pt was reported to be doing well. Further investigation revealed that the pt expired 3 days later. The physician stated the pt died of a heart attack and that the death was not related to the device or the procedure.